Event description:
The evis exera ii duodenovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, distal end scope had foreign material via defects found, the forceps channel had foreign material on the groove or a gap of the distal end. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a stain or foreign material at the distal end inside the light guide lens. The likely fault was due to wear and tear causing the residual liquid forming corrosion or foreign material. Additionally, due to a crack on the scope body, water tightness was lost. Due to damage on the up/down knob, water tightness was lost. The sheet holder unit had corrosion due to water leakage. The scope connector had corrosion due to water leakage. The scope ID had corrosion due to water leakage. Due to damage on the channel tube, water leakage was lost. Due to damage to the knife wire, the fixing force of guide wire did not meet the standard value. The distal end had discoloration. The connecting tube had a wrinkle. The distal end had residual liquid. Adhesive around the light guide lens had a crack. Inside the light guide lens had a stain. The water tightness of the forceps elevator was lost. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.